Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly that resulted in the pump shutting off. Additionally, it was reported that the pump touchscreen was unresponsive, wake button was sticking, and that the insulin gauge was inaccurate. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.